Manufacturer narrative:
(B)(4). 3004753838-2026-136475 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was evaluated and the allegation was not confirmed. However, it was found that an app crash occurred within the investigation window. The probable cause was determined to be the mobile device updated android/15 which closed the app. No injury or medical intervention was reported.